Manufacturer narrative:
Analysis of the instrument and instrument data indicate that cause for the discrepant ecrea results is unknown. The customer recalibrated ecrea. Qc after this calibration was within acceptable limits. Corrected patient results were issued. Siemens headquarters service center is evaluating the data.

Event description:
Discrepant results were obtained for enzymatic creatinine (ecrea) on qc and patient samples on the dimension vista instrument. The patient results were reported to the physician. The samples were subsequently repeated after qc was obtained outside of laboratory ranges. Corrected reports were issued. It is unknown if patient treatment was altered or prescribed on the basis of the discrepant ecrea results. There was no report of adverse health consequences as a result of the discrepant ecrea results.

Manufacturer narrative:
Original MDR 1226181-2016-00335 filed 2016-06-20. Siemens healthcare diagnostics headquarters support center (hsc) evaluated the incident and has concluded their investigation. The issue was resolved with water processing module (wpm) maintenance and hsc recommended frequent changing of the water filtration system q-gard filter cartridge. The instrument is performing within specifications. No further evaluation of the device is required.